Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited noise oversensing that led to pacing inhibition. It was noted that the device was oversensing baseline noise due to the sensitivity setting. Programming changes were discussed. No intervention was performed. There were no patient consequences.